Event description:
Paired 13mm electrode set placed in the pr's right thigh for sensory and evoked potential monitoring during orthopedic procedure. During removal of the needles, one was noted not intact and broke near the needle hub. Xray confirmed needle piece in subcutaneous tissue.

Manufacturer narrative:
Once (B)(4) was notified of the broken needle, we contacted the (B)(6). And requested microphotographs of the broken needle. They provided macrophotography of the failed needle. The macrophotography did not adequately show the structure of the failure but did show what appears to be markings on the bright stainless steel surface. A replication of suspected mode of failure by a bending test could not reproduce this failure with the identical materials from the same lot number 001071. A review of the metallurgical properties concluded the materials in this lot number where consistent with the specified material, 304vm stainless steal spring temper. Without further metallurgical review of the failed needle we cannot make a determination of the actual mode of failure. A review of a similar failure in 2007, we concluded the suspected mode of failure was "bending the needle around a sharp corner, similar to that of a hemostat or surgical pliers" thereby creating a high stress riser in turn breaking the needle.